Event description:
It was reported, the patient was kicked in the chest which caused the device to move from the pocket to underneath the skin. The device did not protrude the skin just moved. The device was moved to a new pocket to resolve the event. The patient was stable.